Event description:
Arjo was notified of an incident involving a concerto basic shower trolley. It was reported that a patient fell from the device. The side support of the concerto opened under the patient's weight as the patient turned to the side, holding the side support. As a result, the patient sustained injuries to the face and nose that required sutures.

Manufacturer narrative:
Concerto/basic shower trolley is intended for bathing and showering in hospitals or care facilities residents under the supervision of trained skilled nursing staff. The device is equipped with two side supports located on each side. In order to release it from the up position the two catches need to be pressed at the same time. When raising the side support, the two catches shall be snapped into place. The concerto/basic must be used by appropriately trained caregivers with adequate knowledge of the care environment its common practices, procedures and guidelines in the instruction for use (IFU; 04.ba.02_5). The IFU guides through using the side support: "when raising the side support, make sure the two catches snap into place." The IFU also provides information for safe and correct use of the device e.g.: "make sure that the resident is lying/sitting in the middle of the stretcher with their arms on the chest." During the evaluation of the device, it was not possible to recreate the alleged scenario. The device functioned as intended during the evaluation. The side support locking mechanism locked and unlocked correctly. Therefore, it seems that the side support was not locked and not checked to be in locked position during use. In conclusion, the device was used for resident handling at the time of event, and in that way contributed to the event. No device malfunction was detected upon the evaluation conducted after the event, therefore the device met all manufacturer¿s technical specifications. However, as per the customer¿s allegation the side support unlocked, so the device did not perform as intended. The complaint decided to be reportable due to the patient's fall resulting in a serious injury.